Event description:
It was reported that the device's apex paddle was damaged in the paddle well. The biomed suspects that the device was dropped. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a new apex paddle assembly, and also for the standoff by the display area that holds the main board in place. The customer later confirmed that he had a set of paddles to replace the damaged ones and he had received the standoffs. The device was repaired and placed back into service. The removed assemblies will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.